Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed and no issues were identified. Customer changed pump supplies to address the issue. There was no reported impact to the customer's blood glucose level.